Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, low pacing impedance was noted on the left ventricular (lv) lead. Programming changes were made to resolve the event and the patient was stable with no adverse consequences reported.